Event description:
A monopolar electrosurgical cable sparked and separated during a surgical case. Sparks went on to the physician and burned a small hole in the physician's or gown. No injuries occurred.